Event description:
The bolt cracked on insertion into the pt in september 2004. Device was unable to be used. Another device was reading available, thus no reported delay in treatment. The device is being returned for evaluation and a replacement has been authorized by the regional manager.